Event description:
During a cross over procedure, it was a little difficult to put the sheath into place. There were no problems at the beginning of the procedure, and the nose cone was emptied three times with material collected. Then, with the device in the pt, the physician decided to stop the procedure. The physician pulled the catheter back to remove, but the device was stuck. The device was stuck in the bifurcation, so the physician had to remove the device, sheath and wire from the pt's body at the same time. The physician made an ante grade puncture to see if anything was left and to check the result. There was no injury to the pt, and everything was fine except for a little restenosis noted.